Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged shutdown issue could not be verified.. Additionally, the alleged battery issue was verified.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 575 mg/dl. Elevated blood glucose was address with manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.